Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer stated that the in the morning the blood glucose value was 100 mg/dl and after lunch the blood glucose value was 430 mg/dl. Customer treated with manual injection. Customer informed that the customer took 15 united and the blood glucose value was down to 195 mg/dl and now customer was able to calibrate. Customer declined further troubleshooting. It was unknown whether the customer was using the auto-mode feature at the time of incident. The device will not return for the analysis.